Manufacturer narrative:
On 7-feb-2025, bwi received additional information regarding the event. Bubbles were seen in the clear part of the valve, which contributed to a leakage in the hub. No damages or dislodgements to the hemostatic valve, brim cap, or hub were noted. The issue was identified prior to inserting the sheath. Additionally, the product investigation was completed as the complaint device was confirmed to be not be available for return. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000411 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and while prepping the vizigo sheath it appeared that there was a "fabrication issue" on the sheath. When inserting a catheter into the sheath, there were bubbles and the inserting hole was not airtight. This was prior to inserting the sheath so there were no patient consequences. The sheath was replaced with a like device and the procedure was ended successfully. No patient consequences were reported.